Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2017 and the patient was discharged home. On (B)(6) 2017, the patient presented to the hospital with "abdominal pain and tenderness." The patient was admitted into the hospital with "sepsis." Cultures were drawn and revealed "a strain of strep." The patient was discharged home. On (B)(6) 2017, it was reported the patient is "fine."